Manufacturer narrative:
The reported event that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was probably caused by mishandling of the device. The device inspection revealed that the breakage surface of both screwdrivers shows progression lines surrounding a peak of material, which is consistent with fatigue breakage due to overtorqueing of the device. The device inspection points to overtoqueing of the screwdriver which ultimately led to breakage. Additionally it was not reported the use of a torque limiter, like recommended by the operative technique. Moreover, it cannot be excluded that the screwdrivers had previous damages from other usages. Attention should be taken in the maintenance of multiple use devices and the instructions for cleaning, sterilization and maintenance should be followed. Note, as stated in the operative technique (axsos-st-20-en axsos proximal humerus op tech): ¿note: ¿ ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. ¿ if the locking screw thread does not engage immediately in the plate thread, reverse the screw a few turns and re-insert the screw once it is properly aligned. Final tightening of locking screws should always be performed manually using the torque limiting attachment (ref 702750) together with the solid screwdriver with t15 (ref 702753) and t-handle (ref 702427)(fig. 10). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 4.0nm. The device will click when the torque reaches 4.0nm.¿ [original statement(s)] note, as stated in the cleaning and maintenance guide (l24002000): ¿guidelines to check proper functionality of the medical devices the following guidelines should be applied to all stryker trauma & extremities instruments which are labeled for multiple use. All functional checks and inspections described below also cover the interfaces with other instruments or components. The failure modes below may be caused by end of life of the product, improper use or improper maintenance. Stryker trauma & extremities does not typically specify the maximum number of uses for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. [...] Functional check for screwdriver blades description and function: screwdrivers with drive connections of various designs with or without selfretaining function. Potential failure modes: ¿ deformation of the blade (twisted) ¿ deformation of the blade (rounded) ¿ breakage of the blade´s self-retaining mechanism without function ¿ corresponding drive connection of screw head is rounded or worn. Preventive maintenance: use an appropriate instrument spray for the mechanism of the self-retaining screwdrivers. Regular functional check and visual inspection. Replace and do not use in case of failure. Regular functional check of corresponding items (screwdrivers - screws).¿ [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The tip of screw driver was broken during axsos implanting procedure. Attempted to turn the locking screw with the screw driver, however the direction of screw on the bone was not appropriate. So attempted to retrieve the screw, but couldn't turn. The screw driver tip broke after turning.